Manufacturer narrative:
Literature citation: naar, j., urgosik, d., volf, p., michalek, p. & neuzil, p. Spinal cord stimulation in the treatment of re fractory angina pectoris: 25-year clinical experience at a single center. Cardiol. J. (2025) doi:10.5603/cj.99015. A2 & a3a: please note that these values represent the average patient demographics present in the study; specific patient identifiers were not provided. Continuation of d10: product ID neu_unknown_lead lot# unknown product type lead, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Reported events: 1. In three subjects, the system had to be explanted due to infection of the subcutaneous pocket of the pulse generator. No infection of the spinal canal occurred. 2. The subcutaneous pocket was revised for hematoma four times in three patients. 3. Lead repositioning due to dislocation (non-infectious reason) was necessary seven times in five patients. Please see the attached literature article.